Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels (59-150 mg/dl). Customer disconnected from the pump and stated health care provider would be consulted regarding dosing amounts. Customer reverted to manual insulin injections for diabetes management.